Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for device explant due to battery advisory unrelated to this event. Lv lead repositioning was attempted and was explanted. Patient has a history of ventricular tachycardia and ventricular fibrillation. No further information available.

Event description:
New information received indicates that repositioning occurred after patient presented with heart failure symptoms due to lead position. The patient was stable pre and post-procedure.